Manufacturer narrative:
On (B)(6) 2019 arjo was informed about the issue concerning enterprise 5000x bed, which occurred in private hospital (B)(6) in france. Following the information reported by the facility, the actuator was broken. The device evaluation carried out by arjo representative confirmed that apart from the actuator issue also the radius arm detached from the bed's frame. It was confirmed that there was no patient on the bed when the malfunction was observed. No injury or other medical consequences were noticed. Based on the post-market surveillance data and investigation carried out in terms of radius arm detachment, it can be stated that this malfunction can be caused due to different reasons, which are presented below. These potential causes were verified on the basis of arjo representative evaluation, collected information and photographic evidence in order to determine the cause of the claimed malfunction, which is the subject of this report: lack of c-clip securing the radius arm- this cause can be ruled out. The c-clip was in place when the bed was inspected. Transport issue/ poor storage conditions - claimed enterprise 5000x bed was delivered to the facility on (B)(6) 2018 and the functionality was checked by arjo representative at that time. No malfunction was detected. Although it was confirmed that the bed was in use with the patient, it could not be determined for how long. Additionally, this bed was in use with the patient (the time of use was not provided). These findings allowed rejecting the hypothesis concerning transport damage. Abuse/mechanical damage- the testing results revealed two situations in which the radius arm could detach from the bed's frame due to the obstacle. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. The technician's evaluation showed that the bed did not have any scratches, the actuator was damaged and the frame at the middle part was bent. This may reveal that one of the scenarios mentioned in this point could be the cause of the claimed malfunction. Additionally, it should be emphasized that the instruction for use dedicated to the enterprise 5000x bed (746-577-UK rev.15) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment- as proved during the testing. Due to the limited information provided by the facility staff regarding circumstances in which the malfunction occurred and lack of details regarding the way of the device use, this cause could not be clearly confirmed. It is worth noting that all enterprise 9000x beds have been designed, produced and certified to meet the requirements of standard 60601-2-52. This confirms that the beds are stable devices which are not falling apart during usage accordingly to product instruction for use. The claimed bed manufactured on 21 nov 2018 was checked before being distributed to the customer and verified to meet the required manufacturer's specification. The device history record has been reviewed and no anomaly was found that would affect the bed's stability. To sum up, it was indicated that there was no patient lying on the bed, when the malfunction was observed, however this device was involved in the reported malfunction. The analysis carried out allowed to determine that the radius arm detachment can occur in two situations: during the transport and during improper handling of the device (not in accordance with IFU). The first one could be ruled out because there was no malfunction observed after delivery of the bed to the facility. The second cause can be determined as the most likely one, however due to the absence of the first level evidence, it could not be clearly confirmed. To sum up, the enterprise 5000x bed played a role in the reported malfunction. The radius arm detached from the bed's frame and from that perspective, the citadel bed did not meet its manufacturer's specification. Based on the information gathered the bed was not used with the patient when the issue occurred. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment.

Manufacturer narrative:
The involved bed was evaluated by arjo representative and the malfunction was confirmed. The analysis to determine the cause of the malfunction is ongoing. The conclusions will be provided in the final report.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). The involved bed was evaluated by arjo representative and the malfunction was confirmed. Additional information will be provided upon conclusion of the investigation.

Event description:
On (B)(4) 2019 arjo was informed about the complaint, in which the radius arm detached from the enterprise 5000x bed's frame. There was no indication of patient's involvement, no injury nor other medical consequences were reported.